Event description:
It was reported that a user experienced elevated blood glucose while using the ilet and infusion sets placed repeatedly on the same abdominal area; after education on site rotation and scar tissue, the user replaced the infusion set and tubing and resumed insulin delivery with the new set placed on the opposite side of the abdomen. Symptoms included hyperglycemia at a reported high of 315 mg/dl. Outcomes included ongoing monitoring with glucose trending downward after intervention, with no medical assistance beyond troubleshooting and education. Investigation included user-guided troubleshooting, infusion set and tubing replacement, and site change away from suspected scar tissue. Investigation of this case revealed that hyperglycemia was present with unclear root cause, with potential contribution from infusion site issues related to repeated use of the same location; device function was not demonstrated to be defective. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.